Manufacturer narrative:
Results - medical review - when the icl needs to be removed, the surgeon can do this via the main incision as the icl is made of foldable material. In some occasions, the wound will need to be enlarged to facilitate removal. Enlargement of an incision may cause induced astigmatism; the amount is dependent on the length of the incision. When a damaged lens is removed, incision is usually enlarged to a length that would not create any serious injury. Conclusions - based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens. The lens was explanted due to the development of a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): lens not returned.